Event description:
It was reported that during an unknown procedure, there was a broken blade outside the patient. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.